Manufacturer narrative:
Visual inspection confirms that the distal hexalobe tip has sheared off of the driver shaft. The root cause is likely the device reaching its fatigue limit during the application of final tightening. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved.